Manufacturer narrative:
Additional, changed, and/or corrected data: a5, a6, b5, d1, d4.

Event description:
It has been determined that the device associated with this complaint is not PMA approved. This record is no longer reportable to FDA and will be un-reported.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: silicone perspiration surgically discovered.

Event description:
Healthcare professional reported right side ¿silicone perspiration surgical discovered with ¿folds¿, ¿waves¿, ¿rotation¿, and ¿periprosthetic shell stage 2 the breast is hard, but it still looks normal." The device has been explanted.